Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2012. When the nurse attempted to connect the handpiece to the motor drive unit connector port, a prong in the port broke off. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was found to have a broken cpc connector.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) - damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.